Event description:
The manufacturer received information alleging a ventilator service required alarm occurred during use. The device was replaced. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During an operational check, it was confirmed that the reported ventilator service required alarms frequently occurred. The device failed a functional test step related to active exhalation verification. Therefore, the proportional valve was replaced to address the issue. Additionally, the power supply, flow sensor, blower assembly, and inline proximal filter were replaced unrelated to the reportable malfunction. The device passed the final test, battery check, valve check, run in tests and confirmed the unit operated properly.